Event description:
It was reported that premature ventricular contractions (pvc) spasms were noted on an electrocardiogram (ECG) monitor and right ventricular (rv) lead dislodgement from the apex septum to the anterior wall side of the apex was confirmed via chest scan. The following day the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.